Event description:
Ventilator was placed into "ventilation suppression mode" un-intentionally. This caused the ventilator to be "paused" and the patient not receiving mechanical ventilation during this time.